Event description:
The customer performed weekly maintenance and ran qc which was acceptable. Later, qc was tested again and was out of specification. Patient samples were retested on another cobas c501 analyzer. Of the ion selective electrode (ise) sodium data provided for 12 patient samples, only the results for nine samples were discrepant. The unit of measure was not provided. Patient sample 1 initial result was 133, repeat result was 140. Patient sample 2 initial result was 129, repeat result was 137. Patient sample 3 initial result was 135, repeat result was 151. Patient sample 4 initial result was 134, repeat result was 143. Patient sample 5 initial result was 132, repeat result was 142. Patient sample 6 initial result was 132, repeat result was 142. Patient sample 7 initial result was 122, repeat result was 130. Patient sample 8 initial result was 138, repeat result was 148. Patient sample 9 initial result was 133, repeat result was 142. Information concerning which result was reported outside the lab or if patients were adversely affected was requested, but was not provided. The sodium electrode lot number was provided as "1". The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.